Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: n/I. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial:(B)(6), batch: n/I.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and underwent a revision procedure where the implantable pulse generator (ipg) and two lead extensions were explanted and replaced. The lead remains implanted and in service. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 19665729. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 19665730.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and underwent a revision procedure where the implantable pulse generator (ipg) and two lead extensions were explanted and replaced. The lead remains implanted and in service. The explanted devices were discarded by the medical facility. Additional information was received that the location of the infection was at the right side of the chest and the ipg was exposed. The infection was not device related as the patient spent most of their time in a wheelchair and their trunk tended to lean to the right side. By leaning to the right side, the patients right chest was constantly touching the armrest of the wheelchair, and the physical stimuli caused device exposure. The patient was treated with antibiotics. A culture was performed but the results are unavailable. Additional information was received that the patient was doing is doing well and no longer has an infection.